Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain mild to severe') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included obesity and uterine fibroids. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Previously administered products included for an unreported indication: naproxen in 2012 and acetaminophen in 2011. Concurrent conditions included hypertension. Concomitant products included hydrochlorothiazide from (B)(6) 2017 to (B)(6) 2018 for hypertension, meloxicam from (B)(6) 2011 to (B)(6) 2018 and topiramate from (B)(6) 2017 to (B)(6) 2018 for pelvic pain female, abdominal pain and low back pain as well as docusate from (B)(6) 2017 to (B)(6) 2018, ferrous sulfate (iron sulfate) from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2013, metronidazole and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 3 years 5 months after insertion of essure. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge/ vaginitis"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric: problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric: problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal area pain") and back pain ("low back pain"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginitis"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal)"). The patient was treated with methocarbamol, naproxen, nsaids, paracetamol (acetaminophen) and surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the vulvovaginal mycotic infection, depression, anxiety, dysmenorrhoea, vaginal discharge, weight increased, vaginal infection and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 295 lbs. The patient tolerated the procedure well essure not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia , dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: outcome for previously reported events physical pain/pelvic area pain mild to severe, abdominal area pain, low back pain and abnormal bleeding (vaginal, menorrhagia) were updated to recover. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain mild to severe') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included obesity and uterine fibroids. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Previously administered products included for an unreported indication: naproxen in 2012 and acetaminophen in 2011. Concurrent conditions included hypertension. Concomitant products included hydrochlorothiazide from (B)(6) 2017 to (B)(6) 2018 for hypertension, meloxicam from (B)(6) 2011 to(B)(6) 2018 and topiramate from (B)(6) 2017 to (B)(6)2018 for pelvic pain female, abdominal pain and low back pain as well as docusate from (B)(6) 2017 to (B)(6) 2018, ferrous sulfate (iron sulfate) from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2013, metronidazole and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 3 years 5 months after insertion of essure. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge/ vaginitis"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric: problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric: problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginitis/vaginal infection"), abdominal pain ("abdominal area pain") and back pain ("low back pain"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal)"). The patient was treated with methocarbamol, naproxen, nsaids, paracetamol (acetaminophen) and surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved, the vulvovaginal mycotic infection, depression, anxiety, dysmenorrhoea, vaginal discharge, weight increased and bacterial vaginosis outcome was unknown and the vaginal infection was resolving. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 295 lbs. The patient tolerated the procedure well essure not worsened a previously existing injury/condition. Left: 8 coils, right: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia , dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-mar-2021: mr received. Reporter information, rcc added. Fu marked significant due imrdf/FDA codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain mild to severe') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included obesity and uterine fibroids. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Previously administered products included for an unreported indication: naproxen in 2012 and acetaminophen in 2011. Concurrent conditions included hypertension. Concomitant products included hydrochlorothiazide from (B)(6) 2017 to (B)(6) 2018 for hypertension, meloxicam from (B)(6) 2011 to (B)(6) 2018 and topiramate from (B)(6) 2017 to (B)(6) 2018 for pelvic pain female, abdominal pain and low back pain as well as docusate from (B)(6) 2017 to (B)(6) 2018, ferrous sulfate (iron sulfate) from (B)(6) 2018, medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2013, metronidazole and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 3 years 5 months after insertion of essure. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge/ vaginitis"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric: problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric: problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginitis/vaginal infection"), abdominal pain ("abdominal area pain") and back pain ("low back pain"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal)"). The patient was treated with methocarbamol, naproxen, nsaids, paracetamol (acetaminophen) and surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved, the vulvovaginal mycotic infection, depression, anxiety, dysmenorrhoea, vaginal discharge, weight increased and bacterial vaginosis outcome was unknown and the vaginal infection was resolving. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 295 lbs. The patient tolerated the procedure well essure not worsened a previously existing injury/condition. Left: 8 coils, right: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia , dysmenorrhea, pelvic pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pelvic area pain mild to severe'). In a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not underwent essure confirmation test". The patient's medical history included obesity and uterine fibroids. Plaintiff had an hsg test done. Which confirmed, that the essure device was successfully occluded. Previously administered products included, for an unreported indication: naproxen in 2012 and acetaminophen in 2011. Concurrent conditions included: hypertension. Concomitant products included: hydrochlorothiazide from (B)(6) 2017 to (B)(6) 2018 for hypertension, meloxicam from (B)(6) 2011 to (B)(6) 2018 and topiramate from (B)(6) 2017 to (B)(6) 2018 for pelvic pain female, abdominal pain and low back pain as well as docusate from (B)(6) 2017 to (B)(6) 2018, ferrous sulfate (iron sulfate) from (B)(6) 2018, medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2013, metronidazole and oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain/loss, specify which one: weight gain"), (B)(6) years (B)(6) months after insertion of essure. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge/ vaginitis"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems, condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems, condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginitis/vaginal infection"), abdominal pain ("abdominal area pain") and back pain ("low back pain"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: vaginal") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal)"). The patient was treated with methocarbamol, naproxen, nsaids, paracetamol (acetaminophen) and surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved. The vulvovaginal mycotic infection, depression, anxiety, dysmenorrhoea, vaginal discharge, weight increased and bacterial vaginosis outcome was unknown. And the vaginal infection was resolving. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 295 lbs. The patient tolerated the procedure well. Essure not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 31.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia, dysmenorrhea, pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: updated outcome of event: vaginal infection from unknown to recovering/resolving. Onset date of event was updated. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain mild to severe') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included hypertension, obesity and uterine fibroids. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Previously administered products included for an unreported indication: naproxen in 2012 and acetaminophen in 2011. Concomitant products included hydrochlorothiazide for hypertension as well as docusate from (B)(6) 2017 to (B)(6) 2018, ferrous sulfate (iron sulfate) from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2013, meloxicam from (B)(6) 2011 to (B)(6) 2018, oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2018 and topiramate from (B)(6) 2017 to (B)(6) 2018. In 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric: problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric: problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 3 years 5 months after insertion of essure. On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("vaginitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, depression, anxiety, dysmenorrhoea, vaginal discharge, weight increased, vaginal infection and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia , dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. This case is incident now. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric: problems condition: depression and mental anguish, dysmenorrhea (cramping),pain vaginal discharge, vaginitis, bacteria, weight gain / loss specify which one: weight gain, abdominal pain were added. Outcome of pain were updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area pain mild to severe') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included obesity and uterine fibroids. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Previously administered products included for an unreported indication: naproxen in 2012 and acetaminophen in 2011. Concurrent conditions included hypertension. Concomitant products included hydrochlorothiazide from 31-may-2017 to 1-jun-2018 for hypertension, meloxicam from 2-nov-2011 to 1-jun-2018 and topiramate from 31-may-2017 to 1-jun-2018 for pelvic pain female, abdominal pain and low back pain as well as docusate from 13-oct-2017 to 8-feb-2018, ferrous sulfate (iron sulfate) from 8-feb-2018 to 12-apr-2018, medroxyprogesterone acetate (depo-provera) since 2003 to january 2013 and oxycodone hydrochloride;paracetamol (percocet) from 4-dec-2012 to 8-feb-2018. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 3 years 5 months after insertion of essure. In january 2013, the patient experienced vaginal discharge ("vaginal discharge/ vaginitis"). In january 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric: problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric: problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal area pain") and back pain ("low back pain"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginitis"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal)"). The patient was treated with methocarbamol, naproxen, nsaids, paracetamol (acetaminophen) and surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, depression, anxiety, dysmenorrhoea, vaginal discharge, weight increased, vaginal infection, bacterial vaginosis and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 295 lbs. The patient tolerated the procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia , dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs was received. Event low back pain was added. Treatment drugs were added. Event onset dates were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.